Event description:
The following was reported to gore on (B)(6) 2025 from the viedoc study database: on (B)(6) 2024, this 35-year-old male patient underwent placement of a gore® acuseal vascular graft in the left forearm for dialysis. It was a loop graft placement. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. One additional procedure was performed during this procedure: an aneurysm resection. On (B)(6) 2024, it was noted the patient underwent the first successful hemodialysis session with the gore® acuseal vascular graft. There were no adverse events during this session. On (B)(6) 2025, it was noted the patient had a thrombosis/dissection in the graft that was related to the registry device. Hospitalization was required and although it was noted the adverse event recovered/resolved without sequelae on (B)(6) 2025. Reintervention was required and on (B)(6) 2025, a percutaneous transluminal angioplasty (pta), thrombectomy, and non-gore stent were placed. The gore® acuseal vascular graft remains in place (mpdcase-(B)(4). The following was reported to gore on 8/14/25 from the viedoc study database: on (B)(6) 2025, it was noted the patient had thrombosis related to the registry device. This event required hospitalization and a surgical repeat intervention. The repeat intervention was reported as a thrombectomy and a resection of a destroyed prothesis piece and replacement with a new prosthesis. The gore device remains in place. It is noted the event recovered/resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing and heparin coating records indicated the lots met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. Further investigation is being conducted and will be reported in the final mir. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5 describe event or problem was updated. Multiple attempts were made to obtain clinical images about this event. No clinical images were provided. Neither clinical images enabling direct assessment of product performance, nor the device was returned for further evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on 8/5/2025 from the viedoc study database: on (B)(6) 2024, this 35-year-old male patient underwent placement of a gore® acuseal vascular graft in the left forearm for dialysis. It was a loop graft placement. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. One additional procedure was performed during this procedure: an aneurysm resection. On (B)(6) 2024, it was noted the patient underwent the first successful hemodialysis session with the gore® acuseal vascular graft. There were no adverse events during this session. On (B)(6) 2025, it was noted the patient had a thrombosis/dissection in the graft that was related to the registry device. Hospitalization was required and although it was noted the adverse event recovered/resolved without sequelae on june 12, 2025. Reintervention was required and on (B)(6), 2025, a percutaneous transluminal angioplasty (pta), thrombectomy, and non-gore stent were placed. The gore® acuseal vascular graft remains in place (manufacturer report number: 2017233-2025-06548). The following was reported to gore on 8/14/2025 from the viedoc study database: on (B)(6) 2025, it was noted the patient had thrombosis related to the registry device. This event required hospitalization and a surgical repeat intervention. The repeat intervention was reported as a thrombectomy and a resection of the destroyed acuseal graft piece and replacement with a 6 mm gore-tex® stretch vascular graft as an intermediate piece/interposition. The gore device remains in place. It is noted the event recovered/resolved without sequelae on august 2, 2025.